Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated that in 2025, they had an increase in false positive results for patient samples tested with elecsys hiv duo on a cobas e 801 module. 73 samples had false positive results in 2025. Please refer to the attachment for all sample results. The specific date of the event is not known. The customer provided specific data for the three patient samples tested in (B)(6) (samples 71-73). Sample 71 resulted in the following values on (B)(6) 2025: hiv duo(s1): 5.44 coi reactive, hiv ag (p24): non-reactive, anti-hiv: reactive, nat confirmatory testing: non-reactive. Sample 72 resulted in the following values on (B)(6) 2025: hiv duo(s1): 1.93 coi reactive, hiv ag (p24): reactive, anti-hiv: non-reactive, nat confirmatory testing: non-reactive. Sample 73 resulted in the following values on (B)(6) 2025: hiv duo(s1): 1.02 coi reactive, hiv ag (p24): reactive, anti-hiv: non-reactive, nat confirmatory testing: non-reactive.

Manufacturer narrative:
Calibration and controls were within expected ranges. The investigation determined the issue is sample specific. False reactive results may occur in elecsys hiv duo as the assay has a labeled specificity of < 100%. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The elecsys hiv duo assay performs within specification. Medwatch field d4 has been updated.